Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced issues with the connection between the pump and the transmitter. There was no reported impact to customer's blood glucose level. During follow up, customer confirmed the reported issue had resolved.